Event description:
The device was used during a laparoscopic intestine resection. Reportedly, the approximating lever broke and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.